Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that they encountered a recoverable error 25730 on arm 3. The customer had already recovered the error and was proceeding as planned. Tse reviewed the system logs and confirmed the occurrence of error 25730 on arm 3. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter stated that they disabled arm 3 mid-procedure due to the repeated error 25730.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis and the reported recoverable error on arm3 was confirmed and replicated. In logs, error 25730 motor axis message was late or missing on arm 3, and followed error 1126 the hirose fiber receive power has fallen below the low warning limit. Symptoms are occurring on the up stream to board in arm3 usm confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on rolling loop, replicating the reported event. Once testing was completed, the rolling loop fiber was tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the rolling loop fiber was found to be the root cause of the reported event. The second usm was returned for failure analysis, and the reported issue was confirmed and replicated. In logs, the 1126 error was found indicating that the hirose fiber receive power has fallen below the low warning limit on the usm axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would relate to the reported event. The usm was installed onto pftp where fiber test was found to be failing on the insertion axis. Once testing was completed, the rolling loop fiber was tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the rolling loop fiber assembly was found to be the root cause of the reported event.